Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a tunneling tool. The healthcare professional (hcp) reported that they were using a tunneling tool to tunnel an intrathecal catheter when the tip of the tunneling tool broke. They were tunneling from the back where the catheter entered the spin/intrathecal space to the front abdominal pump pocket. The top of the tunneling tool could not be found, it broke in the middle of the tunneling way and remained in the patient¿s body. At the time of report there were no signs or symptoms from the patient related to the issue. The hcp tried touching the skin at the place where it was tunneled the physician tired to find the tip. An x-ray was taken and nothing was visible. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that this issue was not patient related. There were no more interventions planned at the time of report.